Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the electrosurgical generator was restarting and the repair unit observed that the unit was restarting automatically upon power on, with error code e433 displayed on the lcd screen due to internal spare defective. The issue was found during maintenance. There were no reports of patient involvement.